Event description:
A surgeon reported that during a cataract extraction procedure, the torsional handpiece sounded wrong and the cataract was not broken down properly. There was no pt impact reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).